Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
On (B)(6) 2018, information was received from an healthcare professional (hcp) via a manufacturer representative (rep) regarding a patient receiving dilaudid (7.5 mg/ml, 6 mg/day) via an implantable pump for an unknown indication for use. It was reported that the patient was feeling flu-like symptoms and reported hearing an alarm every 10 minutes. When the pump was interrogated, it was determined that a motor stall occurred on (B)(6) 2018 at 06:08. No motor stall recovery was noted in the provided pump logs. The pump was replaced on (B)(6) 2018. The issue was resolved at the time of this report. The patient's status was alive - no injury.

Manufacturer narrative:
Analysis of the pump (sn; (B)(4) identified residue in the motor gear train. Analysis identified wearing on the lower shaft of gear number two. Medtronic developed a design change to reduce motor shaft wear and received regulatory approval for the change. If information is provided in the future, a supplemental report will be issued.